Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 2, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 2 august 2024, day 86 after insertion. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the data management system (dms) revealed that the sensor data showed a depressed signal and reference channel during that time frame. This is potentially due to an impact on the insertion site. Case notes do not mention any impact to the insertion site. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. As part of resolution, a sensor replacement was offered to the user. No further resolution was necessary for this complaint. B4.date of this report 30 october 2024g3.date received by the manufacturer? 30 october 2024h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10h6. Investigation findings updated to 213h6. Investigation conclusions updated to 67